Event description:
Additional information received advised that the patient experienced pain at the ipg site due to weight loss.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgical intervention is planned for an unknown reason. There is no additional information at this time.